Manufacturer narrative:
The investigation results will be provided in supplemental report.

Event description:
It was reported from the patient at home that there were no charging from the white socket while connecting the mobile power unit (mpu) to the controller. When the controller was running on 14ev external batteries on both sockets, then it worked properly. Additional information stated that the mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu not providing power through the white cable was confirmed. Mpu-31653 was evaluated. During the evaluation of the returned mpu, they noted small perforations in the patient cable. The system powered up as intended. The reported event was verified; the device intermittently gave a yellow wrench alarm and failed to give power on both cable connectors. The patient cable was replaced and forwarded to ppe for further evaluation. The returned mpu patient cable was hooked up to a test mpu. It provided power to the test controller intermittently when the cables were manipulated. A current leakage test was performed and two wires did not pass the test. The cable was stripped in the three areas where there were bite marks. Multiple underlying wires were exposed and kinked. The root cause for the reported event was determined to be a damaged mpu patient cable; however, the root cause of this damage was not conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.